Event description:
The customer reported that the ventilator alarmed with "blower temperature high" message. The customer reported that the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that the ventilator alarmed with " blower temperature high" message. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.